Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one faradrive steerable sheath was selected for being used, while advancing the farawave catheter into the faradrive, the valve lost its seal, causing multiple bubbles to form. During aspiration, bubbles originated from the sheath's proximal part, creating a patient safety risk. Multiple aspiration attempts were made but were unsuccessful. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.